Event description:
The customer stated that the architect analyzer generated falsely elevated ca19-9 results on a patient. The current results provided from one sample were with lot 33393m500 =199.05 / lot 33394m500 = 260.02 on the i2000sr and on the i1000sr with lot 33393m500 =225.16 / lot 33394m500 = 234.12u/ml; the beckman unicel = 801.2 the patient had a CT and MRI performed after these current results. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, accuracy testing, and a review of labeling. The customer observed falsely elevated results. No returns were made available from the customer site for this investigation. A review of ticket trending did not identify atypical complaint activity related to falsely elevated ca19-9 results. Accuracy testing was completed using retained kits of reagent lot 33393m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that lot 33393m500 performed per specifications. There is not enough information to reasonably suggest a malfunction. Also, troubleshooting of the sample indicated the sample contains ca19-9 and per labeling the assay does not have 100% performance claim. Based on the results of this investigation and the information from the customer site, it was determined that the architect ca19-9 assay is performing as intended and no product deficiency was identified.